Manufacturer narrative:
The customer representative examined the system, verified the reported event, and replaced the phaco controller printed circuit board (pcb) and footswitch. Preventive maintenance was performed. The system was then tested and met product specifications. Additional info regarding product eval is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmic assistant reported the footswitch of the system stopped working at the end of a cataract procedure. The procedure was completed after a delay of over 15 minutes. Five procedures were canceled that day due to this event. There was no pt harm reported.